Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2010. Approximately 13 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: mechanical loosening of right knee prosthetic joint there was severe reactive synovitis and joint effusion consistent with polyethylene wear and component loosening. A total synovectomy was performed, the medial and lateral gutters were developed, and post-surgical fibrotic tissue was removed. The femoral component loose and was easily explanted with gentle disimpaction using a round impactor. Notably, there was complete de-bonding of the femoral component with no evidence of an implant-cement interface. Upon removal of the cement, there were small contained osteolytic defects involving the medial and lateral femoral condyles. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
Through the course of the investigation, it has been discovered that this report is a duplicate of MFR# 1038671-2023-02970. This case and report are to be closed: any additional information and/or investigation findings will be provided on MFR# 1038671-2023-02977.